Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia) heavy bleeding') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis. Concurrent conditions included basal cell carcinoma since 2017, vitamin d deficiency since 2017, hyperthyroidism since 2011, anxiety since 2009 and depression since 2009. Concomitant products included bupropion since 2017, levothyroxine sodium (synthroid) since 2017 and liothyronine sodium (liothyronin) since 2017. On (B)(6) 2014, the patient had essure inserted. In june 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and fatigue ("fatigue"). In july 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In august 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("right lower side pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In september 2015, the patient underwent eyeglasses therapy ("vision/eye problems type: went from wearing no/ glasses"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune thyroiditis and abdominal pain lower had resolved and the vaginal haemorrhage, migraine, headache, dysmenorrhoea, eyeglasses therapy, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, autoimmune thyroiditis, dysmenorrhoea, eyeglasses therapy, fatigue, headache, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 163 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Pathology test - on 04-apr-2017: essure implants appear grossly contained within the fallopian tubes.. There are no perforations identified grossly. On section each fallopian tube does contain an essure implant. The implants could not be unscrewed from inside the fallopian tubes.. Pregnancy test urine - on 04-apr-2017: negative. Ultrasound scan vagina - on 15-feb-2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, dysmenorrhea, most recent follow-up information incorporated above includes: on 5-jun-2019: pfs and mr was received.-reporter information was updated. New events: "autoimmune disorder type of disorder: hashimoto's disease, headaches , dysmenorrhea (cramping), vision/eye problems type: went from wearing no/ glasses, fatigue, weight gain / loss specify which one: weight gain, abnormal bleeding (vaginal, menorrhagia) heavy bleeding, right lower side pain", new medical record, concomitant drugs and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ right lower side,pelvic area') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's disease') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis and autoimmune disorder. Concurrent conditions included basal cell carcinoma since 2017, vitamin d deficiency since 2017, hyperthyroidism since 2011, anxiety since 2009 and depression since 2009. Concomitant products included bupropion since 2017, levothyroxine sodium (synthroid) since 2017 and liothyronine sodium (liothyronin) since 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("right lower side pain") and menorrhagia ("menorrhagia (heavy bleeding)"). In (B)(6) 2015, the patient underwent eyeglasses therapy ("vision/eye problems type: went from wearing no/ glasses"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune thyroiditis and abdominal pain lower had resolved and the vaginal haemorrhage, migraine, headache, dysmenorrhoea, eyeglasses therapy, fatigue, weight increased and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, autoimmune thyroiditis, dysmenorrhoea, eyeglasses therapy, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 163 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Pathology test - on (B)(6) 2017: essure implants appear grossly contained within the fallopian tubes.. There are no perforations identified grossly. On section each fallopian tube does contain an essure implant. The implants could not be unscrewed from inside the fallopian tubes.. Pregnancy test urine - on (B)(6) 2017: negative. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. New reporter's was added. Added event abnormal bleeding (menorrhagia) heavy bleeding. Updated event onset date. Surgery was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and migraine outcome was unknown. The reporter considered migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.